Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the cgm was displaying 20.6 mmol/dl and provided the patient with insulin. She stated that after treating the patient, the patient started feeling tired and was thirsty. It was indicated that the insulin that was administered caused the patient's blood sugar to drop and when they checked the patient's bg with a meter, it was displaying 5.4 mmol. The patient was then administered glucotabs and immediately recovered. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.